Event description:
Report rec'd from abbott international affiliate that states: "blood backed up from the pt's central line all the way to the filter, and in one of the 3 incidents, blood filled up the filter. Appears that the anti-siphon valve failed. (This device is used with an add-on filter due to 13575 back order). Solutions being infused were amino acid solution, dextrose solution, and fat emulsion. Pt line had to be flushed to keep pt." No add'l info was available.